Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the prograsp forceps instrument got stuck inside of the patient. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). Prior to calling, the caller stated they used the instrument release kit (irk) to remove the instrument with no success as the jaws of the instrument were allegedly damaged. The caller stated they removed the instrument and the cannula together. The customer indicated that the instrument was installed on universal surgical manipulator (usm) arm 2. The system displayed an error code during manual removal of instrument. The surgeon noted that they visualized a loose screw on the instrument and wanted to ensure all of the pieces of the instrument were out of the patient. Isi obtained the following additional information based on a follow-up: it was unknown if the instrument was inspected prior to use. The prograsp forceps instrument collided with another instrument or tool during the procedure. The instrument was in use for 1.5 hours. The instrument and cannula were removed together because an instrument pin was sticking out and the instrument's wrist could not be straightened due to physical damage. It was reported that the instrument's grips/jaws would not close. The customer was unsure if any fragments from the instrument fell inside the patient. X-rays were performed and confirmed no retained fragments. No additional surgical procedure was required to remove additional fragment. The procedure was near completion when the event occurred and the surgeon was able to remove the gallbladder via a different port site. The surgeon elected to remove the specimen by making a larger incision at the port site of choice by a 3rd party instrument (bovie) to remove the gallbladder. There was no injury to the patient. The patient did not experience post-surgical complications. The surgeon believed that there appeared to be a loose screw and the jaw was unable to close or retract back out of the trocar safely, which contributed to the alleged fragment issue. There was resistance when the instrument was removed through the cannula. No damage occurred to the cannula. No further damage occurred to the instrument. The procedure was completed.

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined.